Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, the pump powered up with auditory and constant vibration alert but the display remained blank upon start up. The power up complaint was unable to be adequately investigated due to the blank display. The pump¿s cover was removed and there was no intermittent condition found to the power circuit. Unrelated to the original complaint, the slave processor u17 corruption was corruption to a component on the printed circuit board.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had lost power. There was reportedly no damage to the pump or battery cap. There was no reported moisture ingress. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.